Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked case near display window corner, cracked and bleeding lcd glass, and minor scratches on display window noted.

Event description:
Customer's mother called to report damage to the insulin pump. Customer's mother reported that the customer fell and shattered the display screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.